Event description:
It was reported that the screen on the 6800 system displays intermittent static pixels. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add' details become available.